Manufacturer narrative:
Device evaluation: based on a photo provided. A crack from the lens edge to the optic was observed. No other issues were identified. Further evaluation cannot be performed due to the image quality. A possible cause of the complaint issue cannot be determined from a picture assessment. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson(jnj) intraocular lens (iol) had a crack after it was implanted into the patient¿s left eye. The crack was deeper than a scratch. This is not a use error. The iol remains implanted as the doctor was not comfortable removing it as he did not want to experience complications. Visual effects to be determined. Future surgical/medical intervention is being considered. There were no other complications such as capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.

Manufacturer narrative:
Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.